Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was 350 mg/dl. A cartridge change was performed resolving the issue or the customer reverted to alternate therapy for diabetes management.